Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a social media tweet that there was concern over a tendril lead exhibiting noise and low impedance. The lead suture was suggested to be compromised easily during and post implant. No direct patient involvement was reported.